Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A hybrid offest shell inserter was returned. Visual evaluation identified the following: the threaded tip was fractured, and the fractured pieces were not returned. There were indentation and gouges on the strike plate consistent with use over a potential field age of approximately 3 years. Scratches were present on the body. No other damages were noted. Complaint sample was evaluated and the reported event was confirmed. Complaint sample was evaluated and the reported event was confirmed. The reported failure had been previously investigated and documented in a corrective action, threaded bolt tip fracture- the failure mode occurs most frequently when the straight shell inserter is paired with the continuum or trilogy it shell. The levering force puts great stress on the distal end of the bolt and its interface with the shell threads. Initially, due to difference in the material properties, the titanium threads of the shell will yield before the stainless steel threads of bolt, but the shell is single use so that is acceptable. However, after repetitive cyclic loading, fatigue effects accumulate for the bolt and cause the tip to fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during tha, when impacting a continuum cup into the patient, the threads from the cup impactor broke off inside the cup. All pieces were retrieved. There was no surgical delay and proper surgical technique was used. Attempts have been made and additional information on the reported event is unavailable at this time.